Event description:
It was reported that during a procedure, the device would not activate. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent 07/26/2007. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.